Event description:
Caller looking for dimension of leads for an upcoming (some time in next couple weeks) explant of entire implanted system due to infection (mssa endocarditis). Caller did not know the date of discovery of infection, pacer dependency or weight. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).